Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to interactions. Additionally, an unspecified cartridge issue occurred. There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.